Event description:
It was reported that the patient experienced fluctuating blood glucose attributed to frequent automated insulin pauses and subsequent overtreatment of lows, and the patient was walked through a factory reset of the ilet with education on best practices; the patient uses dexcom g7 and infusion set 6 mm/23 in and reported current glucose in range. Symptoms included episodes of hypoglycemia and hyperglycemia associated with self-treatment of lows using oral glucose. Outcomes included resolution at the time of the call without need for emergency treatment or hospitalization. Investigation included technical troubleshooting, user education, and device setup support. Investigation of this case revealed use-related factors, specifically overtreatment of hypoglycemia and potential impact of insulin delivery pauses, with device functionality restored after factory reset. It was concluded that the event was related to user management of hypoglycemia rather than a confirmed device malfunction, and risk was mitigated through education and device reinitialization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.